Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: warnings; 6. Correct handling of implants is extremely important. Intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws.

Event description:
The screw fractured during insertion into the femoral tunnel during an acl reconstruction case. The screw was removed and replaced with another device to complete the procedure.